Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the left ventricular lead exhibited loss of capture due to lead dislodgement. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in a stable condition.